Manufacturer narrative:
Section h6: health effect - clinical code: code 4581 was used for 'collaterals to the renal and azygos vein'. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
According to the patient profile form, the patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), embedded, blood clots, clotting and/or occlusion of the ivc, device unable to be retrieved and thrombosed, approximately seventeen years and two months post implant. There were no recorded attempts to retrieve the filter. The patient also reported skin darkening, ulceration in lower extremities with wound unhealed, filter attached to organs, breathing problems, chest pain, difficulty walking, swollen/ painful legs and anxiety. Additional information received per the medical records indicate that the patient has a history of hiv (human immunodeficiency virus), brain mass, laminectomy l4-l5, cryptococcal meningitis (right sided weakness- unable to walk), cva (cerebrovascular accident) with right sided weakness, hyperlipemia and hypertension. The indication for the filter implant was deep vein thrombosis of the right common femoral vein to the popliteal vein and pulmonary embolism, in addition to a contraindication to heparinization due to a brain mass. The filter was placed via the left femoral vein and deployed under fluoroscopic guidance just below the level of the renal veins. Pre-deployment contrast injection found the iliac vein and distal ivc to be normal. The patient tolerated the procedure well. The patient underwent a craniotomy with brain biopsy approximately 3 weeks later. A venogram approximately 22 months later showed evidence of an organized clot in the right common femoral vein with ivc basket full of old clot with collaterals to the renal and azygos vein. Eleven months later, an unnamed study noted thrombosed ivc filter with collaterals, flow noted proximal and distal to the filter. Approximately 3 years later, vein mapping noted chronic dvt in the bilateral cfv, fv and popliteal veins, closed right mid-thigh gsv, small right calf varices, closed left proximal thigh gsv with reflux, reflux in the left mid-thigh perforator and small left leg varices. Approximately fifteen years and two months post implant, a medical note detailing a discussion of the possibility of removing the filter with the patient, indicated that the risks outweigh the benefits for such a procedure, that the filter has been in too long to safely retrieve it. The note also indicated that the likelihood that the filter was causing the patients symptoms was small. Approximately 1 year later, an unnamed study noted a chronically thrombosed ivc filter with flow within the ivc proximally and distally, and chronic scarring of the left external iliac vein. Approximately seventeen years and two months post implant, an abdominal computed tomography (CT) scan was performed to evaluate the ivc filter. Results of the scan noted that the struts of the filter project beyond the lumen of the ivc by approximately 2mm, the right gonadal vein was dilated from the level of entry into the ivc at the level of the sphincter, suggestive of obstruction of the vein and a small fat containing umbilical hernia. Other incidental findings included mild degenerative spondylosis of the lumbar and thoracic spine and right lower lung lobe atelectasis. Approximately eleven months later, bilateral venous mapping performed showed chronic thrombus in the common femoral vein (cfv), femoral vein (fv) and popliteal veins bilaterally (b/l). Approximately ten months later, the patient had an office visit for b/l lower extremity (le) aching and fatigue, swelling and heaviness. Requested removal of ivc filter. Eighteen years after the index procedure the patient had an office visit for bilateral lower extremity (le) aching and fatigue, swelling and heaviness. Requested removal of ivc filter. The next week an illiocaval duplex noted chronic thrombus present in the left cfv with partial recanalization, thrombus extends into the left common and external iliac veins. The ivc filter is present with thrombotic material noted at the distal part of the filter. Approximately nineteen years and four months after the index procedure the patient had a vein follow up visit. The patient was noted to have recurrent dvt (three times) since filter implant, chronic thrombus bilaterally of the common femoral, femoral and popliteal veins with reflux, bilateral great saphenous vein (gsv) ablation, left gsv dgs and left thigh gsv dgs. The next month the patient underwent a lower extremity venous duplex report, the indication was varicose veins. Results noted no evidence of acute dvt in the bilateral lower extremities, chronic thrombi scarring of the femoral and popliteal veins bilaterally, a closed left great saphenous vein with very mild residual reflux noted in the mid to distal thigh and segmental closure of the right gsv at the mid-thigh with no other source of reflux noted.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g2, g3, g6, h1, h2, h4 and h6. As reported a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused, as noted in a computed tomography (CT) scan, that the filter had projected beyond the lumen of the ivc. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), embedded, blood clots, clotting and/or occlusion of the ivc, device unable to be retrieved and thrombosed, approximately seventeen years and two months post implant. There were no recorded attempts to retrieve the filter. The patient also reported skin darkening, ulceration in lower extremities with non-healing wound, filter attached to organs, breathing problems, chest pain, difficulty walking, swollen/ painful legs and anxiety. According to the medical records the indication for the filter implant was deep vein thrombosis of the right common femoral vein to the popliteal vein and pulmonary embolism, in addition to a contraindication to heparinization due to a brain mass. The patient medical history was noted for hiv (human immunodeficiency virus), brain mass, laminectomy l4-l5, cryptococcal meningitis (right sided weakness- unable to walk), cva (cerebrovascular accident) with right sided weakness, hyperlipemia and hypertension. The filter was placed via the left femoral vein and deployed under fluoroscopic guidance just below the level of the renal veins. Pre-deployment contrast injection found the iliac vein and distal ivc to be normal. The patient tolerated the procedure well. The patient underwent a craniotomy with brain biopsy approximately three weeks later. Approximately twenty to months post implant a venogram showed evidence of an organized clot in the right common femoral vein with ivc basket full of old clot with collaterals to the renal and azygos veins. Eleven months later, an unnamed study noted thrombosed ivc filter with collaterals, flow noted proximal and distal to the filter. Approximately three years later, vein mapping noted chronic dvt in the bilateral common femoral (cfv), femoral (fv) and popliteal veins, closed right mid-thigh greater saphenous vein (gsv), small right calf varices, closed left proximal thigh gsv with reflux, reflux in the left mid-thigh perforator and small left leg varices. Approximately fifteen years and two months post implant, a medical note detailing a discussion of the possibility of removing the filter with the patient, indicated that the risks outweigh the benefits for such a procedure, that the filter has been in too long to safely retrieve it. The note also indicated that the likelihood that the filter was causing the patients symptoms was small. Approximately one year later, an unnamed study noted a chronically thrombosed filter with flow within the ivc proximally and distally, and chronic scarring of the left external iliac vein. Approximately seventeen years and two months post implant, an abdominal CT scan was performed to evaluate the filter. Results of the scan noted that the struts of the filter project beyond the lumen of the ivc by approximately 2 mm, the right gonadal vein was dilated from the level of entry into the ivc at the level of the sphincter, suggestive of obstruction of the vein and a small fat containing umbilical hernia. Other incidental findings included mild degenerative spondylosis of the lumbar and thoracic spine and right lower lung lobe atelectasis. Approximately eleven months later, bilateral venous mapping performed showed chronic thrombus in the cfv, fv and popliteal veins bilaterally (b/l). Eighteen years post implant the patient had an office visit for bilateral lower extremity (le) aching and fatigue, swelling and heaviness. Requested removal of ivc filter. The next week an illiocaval duplex noted chronic thrombus present in the left cfv with partial recanalization, thrombus extends into the left common and external iliac veins. The ivc filter is present with thrombotic material noted at the distal part of the filter. Approximately nineteen years and four months post implant the patient had a vein follow up visit. The patient was noted to have recurrent dvt (three times) since filter implant, chronic thrombus bilaterally of the cfv, fv and popliteal veins with reflux, bilateral gsv ablation, left gsv dgs and left thigh gsv dgs. The next month the patient underwent a lower extremity venous duplex scan, the indication was varicose veins. Results noted no evidence of acute dvt in the bilateral lower extremities, chronic thrombi scarring of the femoral and popliteal veins bilaterally, a closed left gsv with very mild residual reflux noted in the mid to distal thigh and segmental closure of the right gsv at the mid-thigh with no other source of reflux noted. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins can cause leakage of blood out of the capillary beds, resulting in skin discoloration, swelling, pain, and delayed healing of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin and delayed wound healing related to poor circulation. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Chest pain, breathing difficulty and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to a CT scan noted the patient's filter had projected beyond the lumen of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: CT scan noted the patient's filter had projected beyond the lumen of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.